Event description:
Customer reportedly obtained results of 458 mg/dl, 211 mg/dl and 110 mg/dl on the advantage system within 10 minutes . No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.